Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported the patient's system will be explanted for an unknown reason.

Event description:
Related manufacturer reference number 1627487-2023-01842. Additional information received indicates that the patient experienced ineffective stimulation. There is no alleged stated deficiency or malfunction of the device and no indication the device caused or contributed to the issue.

Manufacturer narrative:
There is no alleged stated deficiency or malfunction of the device and no indication the device caused or contributed to the issue.